Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion on the device. A device evaluation was performed, and no sources of high current were noted. The battery was analyzed by its manufacturer and an internal battery anomaly was found. The cause of premature battery depletion was due to the anomalous battery.

Event description:
This report is to advise of an event observed during analysis.